Event description:
It was reported that a hospital patient had the device inserted for diarrhea in excess of seven-hundred cubic centimeters per day and having wounds to buttocks. The nurse adds the device was in place approximately ten days when it fell out of the rectum. Finally, the nurse reported when attempting to reinsert the device it was noted the inflation port for the retention balloon had fallen off.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2015.